Event description:
Event description guidant received information from the patient's son that the device is depleting too fast and that they will have to replace it within a year. Technical services explained to the caller that we would need specific programming parameters to determine if the device is depleting faster then expected. It was noted that the right ventricular lead has high pacing thresholds. An x-ray indicated there was no dislodgement. The doctor elected to replace the lead and the pacemaker.